Event description:
It was reported that there was broken connection on the manifold harness repaired by customer using a crimped connection on the arctic sun device. The hot and neutral connections between the power inlet module and the ac main voltage circuit card shows signs of electrical over stress.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed as it was noted that hot and neutral connections between the power inlet module and the ac main voltage circuit card shows signs of electrical over stress. The power inlet module and the ac main voltage circuit card were replaced. Completed the 2000 hour pm procedure on the device. Serviced the circulation pump and mixing pump sn (B)(6), replaced heater lot 1921 with lot 2231, replaced both manifold o-rings, replaced drain valves, and replaced coin-cell lot 17.4.26 wit lot 22.4.26. The device was put through a functional check. The device was heated to 40°c and cooled to least 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A 45-hour burn was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was broken connection on the manifold harness repaired by customer using a crimped connection on the arctic sun device. The hot and neutral connections between the power inlet module and the ac main voltage circuit card shows signs of electrical over stress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.